Event description:
Customer reported to beckman coulter, inc. (Bec) that the electrolyte injection cup of the synchron cx 5 delta clinical system was overflowing. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer to replace the drain peri pump tubing. The replacement of the drain peri pump tubing resolved the issue.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).